Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: a review of the black box showed one power on reset event. The pump was able to power on properly. The battery cap fit for testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of power issues occurred. The pump was opened to find no defects. The loss of power issue was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. Additionally, the audio bolus button cover was torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.